Manufacturer narrative:
A.2. Date of birth: patient¿s birthday was not provided, (B)(6) 2023 was used based on age of patient. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris extension set was damaged, cracked. The following information was provided by the initial reporter: hub that screws to connect to PICC lumen was cracked and caused tubing not to be securely connected. It appears male spin luer that connects to vascular access device is cracked. Rn identified crack when device was already connected to patient. Rn able to remove extension set from patient¿s PICC without difficulty.

Event description:
It was reported that the bd alaris extension set was damaged, cracked. The following information was provided by the initial reporter: hub that screws to connect to PICC lumen was cracked and caused tubing not to be securely connected. It appears male spin luer that connects to vascular access device is cracked. Rn identified crack when device was already connected to patient. Rn able to remove extension set from patient¿s PICC without difficulty.

Manufacturer narrative:
Investigation summary one sample was received for quality investigation. The customer complaint of crack with leak was partially verified by evaluation of the sample. Visual inspection of the sample submitted, identified that the male luer connector collar had cracks on it. The sample was then connected to a sample PICC line to determine if the connection had allowed leakage. The leakage test was conducted by priming the extension set tubing and PICC tubing sample using water, and hydrostatically pressurizing the extension set with the PICC sample while the PICC tubing was clamped in order to maintain pressure in the tubing. There were no visible location of water leaking from the male luer connector. A device history record review could not be performed because the lot number is unknown. The root cause for the failure could not be fully investigated because the lot number of the failing component was unknown.